Event description:
In 1989, I had breast implants. I told the doctor no silicone. In 2009, I was found to have a lung tumor. It started outside the lung and grew into it. Two ribs were eroded and it was intertwined with my nerves. Surgery was out of the question. Today I found out the doctor used silicone implants not saline. During treatment for cancer, they discovered my right side had lead. My cancer is on right side behind implant. The implants are to be removed on (B)(6) 2012. I will let you know if more connection is found. This is outrageous.